Manufacturer narrative:
(B)(4). The device was returned on 06/17/2016. (B)(6). User facility listed in initial reporter. (B)(4)

Event description:
According to the reporter, during a sigmoidectomy, the device reportedly stapled, did not cut and was difficult to remove. The surgeon had to loosen everything to remove the stapler and ring with tissue on the anvil. The anvil was removed anally. The device jammed shut. This happened after application on tissue. The jaws could opened after the tissue was stapled. The surgery time was extended, and the tissue was damaged. There was no bleeding. Or time was extended . The stapling had to be reinforced by suture wire (overlock). No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Subsequently, the complaint data did not display increased trends. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Therefore, no enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.